Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The investigation is currently underway.

Event description:
It was reported that during a scheduled vena cava filter retrieval a detached limb was discovered, through guided fluoroscopy, to be embedded in the ivc wall. The filter was successfully retrieved and there are no plans to removed the detached limb at this time. No reported pt injury.